Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at the time. A call was placed to technical services on (B)(6) 2017 stating that there was alert for rv amplitude out of range. No oversensing, thresholds and impedance were rock table. The physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).